Manufacturer narrative:
The suspect positioning sensor unit (psu) has been received by the manufacturer for evaluation. The returned positioning sensor unit (psu) powered up without amber light fault light on. A check of the logs did not reveal any issues. But the positioning sensor unit (psu) was not able to run the accuracy test due to few markers in the view. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Site dr. (B)(6) declined to provide patient information. No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states.  Return requested for suspect positioning sensor unit (psu). No parts have been received by manufacturer for analysis. - on 04/14/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - on 04/17/2017 a medtronic representative, following-up at the site, confirmed replacing the positioning sensor unit (psu) resolved the reported issue. Confirmed there were no environmental factors related to this issue. - on 04/25/2017 software investigation completed. Findings are that the reported issue was resolved by replacing the positioning sensor unit (psu). Software is functioning as designed. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site alleged their navigation system experienced a recognition failure. The navigation system was using optical tracking, however, stopped recognizing all the instruments (reference frame, scope probe, suretrak, micro bracket, passive blunt). The navigation system was re-started; the recognition failure was not resolved. The navi screen was showing the camera icon without issue and the camera detail was indicated as localizer connect. The procedure was continued using electromagnetic system. The same issue was observed during the post-op inspection. Back-up computer was used, however, the issue was not resolved. The surgeon opted to complete the procedure without the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.